Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) value drifted on the blood parameter monitor (bpm). The device was not changed out. Per the clinical review on (B)(4) 2014: there were no functional issues observed during set-up and gas calibration. During the entire cpb period (operate mode), the k+ value was higher than the laboratory analyzer value and in spite of in-vivo calibrations the k+ of the blood parameter monitor (bpm) would drift higher than the laboratory analyzed value. An example, when the laboratory analyzed value of k+ was 5.5, the bpm measured the k+ value between 6.8 - 7.2. According to the perfusionist (ccp), the other parameters tracked closely with the laboratory analyzer. The shunt sensor and/or monitor were not changed out as the other parameters were trending well with the laboratory analyzer. After the first in-vivo calibration, in the first minutes of cpb, it was obvious to the user the k+ was not in agreement with the laboratory analyzer. This type of incident related to clinical monitoring would not delay the surgical procedure. There were no reports of associated blood loss. Available indications are the case was completed successfully, without observed harm.

Manufacturer narrative:
The perfusionist (ccp) has asked the next person that uses the bpm, to monitor k+ value closely.